Event description:
Customer's son reported a professional system blood glucose result of 35 mg/dl, advantage system blood glucose result of 73 mg/dl within 10 mins. Customer treatment based upon professional system result. A request was made for the return of the system, replacement was sent.